Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical problem with the laptop 2150 ventilator where it had crc (reset alarm) during operating, stopped flow, and rebooted while on patient use. Furthermore, there was no patient harm reported associated with the event. The patient had alternative ventilation provided.